Manufacturer narrative:
Additional information: b5 (clarification): the leak was observed during administration with blood product; the blood product was leaking. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system y-type blood/solution sets leaked blood around the hub (clearlink), onto floor and within blood warmer. The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.